Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects it states, "early or late postoperative infection and allergic reaction."

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to infection. During the procedure, an irrigation and debridement was performed and the polyethylene tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay correct information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Initial surgery date was (B)(6) 2014. Implant date (B)(6) 2014.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to infection. During the procedure, an irrigation and debridement was performed and the polyethylene tibial bearing was removed and replaced.